Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete electrode was returned fractured in two segments -- 33.2 cm from the terminal pin. Visual inspection of the electrode confirmed the clinical observation. Patient code 3191 captures the reportable event of additional surgical intervention.

Event description:
Additional information received indicates that this product had delivered an inappropriate shock due to oversensing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete electrode was returned fractured in two segments -- 33.2 cm from the terminal pin. Visual inspection of the electrode confirmed the clinical observation. Patient code 3191 captures the reportable event of additional surgical intervention.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited high shock impedance measurements and oversensed noise due to fracture. Surgical intervention was performed, and the electrode was explanted.